Manufacturer narrative:
No product has been returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic received information that approximately 23 years following the implant of this mechanical valve, the patient experienced a myocardial infarction (mi). Echocardiographic findings showed that the valve's disc was catching on sub-valvular pannus and angiographic evaluation revealed clots in the left anterior descending artery. Six days following the mi, the valve was explanted and replaced with another mechanical valve. Following the replacement, the patient was reported to be doing well.

Manufacturer narrative:
Upon receipt at medtronic's quality assurance laboratory, visual inspection showed burnish patterns on the disc and housing which demonstrated that full disc excursion had occurred. Scratches and gouges observed on the housing outflow rim and tip of the structural member were attributed to the explant handling procedures. The as returned sub-assembly met all of the assembly requirements that w ere in effect at the time of manufacturing. There was no visible evidence of cavitation erosion on the disc. The valve showed minimal wear for a valve that had been implanted for 23 years. Numerous separate tissue fragments were returned for histo-pathological analysis. All tissue had already been removed from the valve when it was received at the pathology lab; therefore an evaluation of the interaction between host tissue and valve structures could not be performed. The disc moved freely within the housing. Examination of the separately submitted tissue fragments verified that the majority of this material was well-organized pannus, often with areas of mineralization, originating from the sewing ring area. Samples of unorganized fibrin thrombus were also present within the separately submitted tissue. There was no evidence of infection in the sections examined. The valve disc and housing were visually inspected and functionally tested. The valve met all dimensional and functional testing. The pathology report of pannus and thrombus on the separated tissue would support the finding that the disc was catching on sub-valvular pannus, which could cause a myocardial infarction. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus, mineralization, and host tissue overgrowth. These findings are generally considered patient related conditions. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.